Event description:
It was initially reported the patient's generator was replaced due to prophylactic reason. The generator was returned and found to have prematurely depleted. During product analysis (pa) it was found that remaining residual material on the printed circuit board assembly (pcba) edge after the test tab; removal manufacturing process resulted in increased current consumption that is out of specification for the generator. There were no performance or any other type of adverse conditions found with the pulse generator. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No additional relevant information has been received to date.